Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction."

Event description:
It was reported patient enrolled in a clinical study underwent a right total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2012 due to alleged infection. All components were removed and replaced with spacer molds. It was further reported patient underwent a reimplantation procedure on (B)(6) 2012. Subsequently, on (B)(6) 2014, patient underwent an irrigation and debridement procedure due to a nonhealing surgical wound and infection. During the procedure, a wound vac and two medium hemovacs were implanted. Additionally, the modular head and liner were removed and replaced. A review of the invoice history confirmed the surgery dates and which components were removed and replaced; however, an invoice history could not be located to confirm the initial surgery date.